Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) had noise on all three channels. A boston scientific technical services (ts) consultant reviewed the episode and stated that it appeared to be electromagnetic interference (emi). Ts recommended performing isometrics to confirm that the noise was not reproducible. To date, there have been no reported patient symptoms associated with this clinical observation. Additional information stated that they physician had finished the patient's check and sent the patient home. The physician believed it was emi. Subsequent information indicates that this patient had noise present again, which also resulted in pacing inhibition of greater than 2 seconds. This patient was pacer dependent. No adverse patient effects were reported. Subsequent information indicates that this patient will continued to be monitored at this time and the situation will be addressed at changed out within 6 months. It was reported that the patient was asymptomatic.

Event description:
Additional information indicates that this patient no longer has boston scientific product as their system was changed out to a competitor's product in 2010.

Manufacturer narrative:
As of today, the available information suggests this rv lead remains in service without additional complication. If any additional information related to this incident becomes available, this event will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.